Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to confirm the air in line alarms through review of the device event history log. The alarm could not be reproduced and a cause could not be identified. The pump was treated with passing results. The device was found to be operating mechanically as designed and no action will be taken at this time.